Event description:
It was reported that the biomed had the arctic sun device that was getting disk read error messages on the control panel, it would be coming in for a control panel replacement. Per sample evaluation results on 02jul2024, it was reported that the device would not autofill during assessment functional testing unless the circulation pump was primed first. Per sample evaluation results on 29aug2024, it was reported that the circulation pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. The device was evaluated upon receipt. The circulation pump motor had dried out bearings. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting disk read error messages on the control panel, it would be coming in for a control panel replacement. Per sample evaluation results on 02jul2024, it was reported that the device would not autofill during assessment functional testing unless the circulation pump was primed first. Per sample evaluation results on 29aug2024, it was reported that the circulation pump motor had dried out bearings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.